Event description:
The user facility reported an internal blood leak during treatment. Estimated blood loss approx 250 ml. Blood flow rate 400, dialysate flow rate 800. Machine alarm at the beginning of treatment and blood loss was observed in the lines. No defects were observed in the dialyzer. Sample is not available.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.